Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer experienced high blood glucose of over 600 mg/dl, 580 mg/dl, over 400 mg/dl, 469 mg/dl. Customer was treated with manual injections and insulin pump. Customer stated that insulin pump had insulin flow blocked alarm and insulin exited after troubleshooting. Customer had sensor glucose of 55 mg/dl when blood glucose of 130 mg/dl. Customer mentioned that customer had sinus infection. Insulin pump will be returned for analysis.